Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing diabetic ketoacidosis. Retainer ring was cracked and was not able to get enough insulin and end up in diabetic ketoacidosis. Insulin pump and reservoir will not be returned for analysis.